Event description:
The patient came in reporting difficulty with flexion mobility and the cause is unknown. About 1 year and 4 months after the primary surgery, the surgeon released the pcl and revised the insert (from 11 to 10 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 2 november 2022: lot 2008258: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-sep-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.